Event description:
Reported blood glucose results of 489, 216, and 137 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and applying the blood were done correctly. The patient did not have any control solution. Based on the information provided, there is evidence of meter malfunction, however there is no evidence that the patient suffered a serious injury. New meter and test strips are being sent to the patient.